Event description:
Overdelivery reported. The pump had been set up in the concurrent mode to run normal saline at 100ml/h via primary with a secondary infusion of an unspecified amount of azido-thymidine in 280ml total solution to run at 26ml/h. The secondary solution was reportedly started at 11:15am, and at 2:15pm a nurse reports that instead of the expected 78ml the device had infused 156ml. The display was checked and the pump reportedly was set correctly; however, the secondary volume infused registered 156ml. The pump was switched out. There were no adverse effects reported for the pt or fetus. No additional info was available.